Event description:
Patient's ot ultra meter was reading inaccurately high compared to their normal readings. The readings were 450 mg/dl and 315 mg/dl within 5 minutes. The family member stated the patient's readings were normally in the 60-130 mg/dl range. The comparison of 450 and 315 mg/dl to their feelings is an invaild comparison. The family member reported that the patient has been giving themselves too much insulin based on the readings and has been "bottoming out" in the morning. They were seen in the emergency room recently, however there is no further informaion that shows the meter contributed. The case is being reported as a malfunction due to the imprecise readings. A control solution test was made and it passed. There is insufficient information to show the meter caused or contributed to the patient's low blood sugar events. A letter is being sent to attempt to obtain more information. The meter is being replaced for the patient's comfort.